Event description:
The user facility reported that the involved destination slender was used during a case were ballooning a vessel in the leg. After deflating the balloon, with the catheter pulled back before fully deflated. The doctor had issues removing balloon. The sheath seemed to stretch while pulling. The doctor neglected to use the dilator to remove the sheath. After the sheath was removed. Hemostasis was obtained. Patient was in stable condition. There was no reported blood loss. The event occurred intra-operative. Additional information was received on 30 aug 2023: when the balloon was deflated, the balloon might not have been fully deflated and tried to pull it through the sheath. They tugged hard on it and the sheath began to stretch. Eventually they got the balloon out and removed the sheath. Not patient injury was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technologist. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mechanical damage because the sample was not returned for assessment. The exact root cause could not be determined. The complaint mentions that the balloon was not fully deflated during withdrawal. The likely root cause is that the force of inflated balloon withdrawal caused the sheath to stretch. The complaint also mentions that the dilator was not inserted before removing the sheath, which would have exacerbated the damage to the sheath. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.